Event description:
It was reported that the patient presented via lack of remote transmission from the pacemaker, and later discovered that the pacemaker was in back-up vvi (bvvi) mode when the patient presented in clinic. Programming changes were made. There were no patient consequences.